Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 09/2021).

Event description:
It was reported that during an angioplasty procedure in the iliac-femoral venous district, the pta balloon allegedly detached from the shaft while being inflated. It was further reported that a stent was placed in order to block the advancement of the balloon in the vessel. Reportedly, the femoral vein was occluded. It was further reported that another pta balloon dilatation catheter was used to successfully complete the procedure. There was no reported further complications.